Event description:
It was reported that "during another operation, the bag tore when the part was extracted. The (infected) specimen remained stuck in the umbilical orifice, the infected part came into contact with the skin and the inside of the female patient's abdomen. There was a risk of infection for the female patient but there were no consequences in the end."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during another operation, the bag tore when the part was extracted. The (infected) specimen remained stuck in the umbilical orifice, the infected part came into contact with the skin and the inside of the female patient's abdomen. There was a risk of infection for the female patient but there were no consequences in the end.".

Manufacturer narrative:
(B)(4). Representative samples were sent to the manufacturer for evaluation. The manufacturer reported: "55 representative samples were returned in carton box on they original boxes and pouches inside of the pouches there were undamaged plastic bags where was packed memobag products after opening plastic bags there was visible, that on all tubes was present memobag. Each memobag has no visible rapture on the foil. Both ends of the memobag were properly glued and no issue on the wire was found. Based on the returned representative samples there was not observed any damage on the memobag. No raptures. Memobags has properly glued wire, without damage. Reported defect "bag torn during use" cannot be confirmed based on the visual inspection on representative samples. No issue was observed. Reported defects cannot be confirmed based on dimensional inspection of foil performed under incoming inspection and based on measuring of representative samples. The thickness of foil measured in random 5 points comply with specification. The defect on the affected product was likely caused by use of excessive force within bag retrieval or using instruments with high temperature for removing ti ssues. Reported defects cannot be confirmed based on functional testing of the returned samples. All samples met the specification for maximum tensile force. The review of ohr revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. Customer complaint regarding memobag product was reported. As the lot number of defective products was reported, the DHR review was completed. The defective device was not returned for examination, only 55 representative samples were delivered. Reported defects cannot be confirmed based on these samples. Functional and dimensional testing of returned samples were provided. No issue was observed during these inspections. The root cause of this complaint was determined as undetermined/unknown. Because the complained device was not returned, only representative samples were sent to tfx, it is not possible to determine if the defect followed from user error or from potential defect which was not identified during production. As the root cause of this complaint was not determined, no corrective I preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend for reports of this nature.